Manufacturer narrative:
The "date of event" has not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges charger caught on fire.

Manufacturer narrative:
The provider replaced batteries, charger, and wheels. Unit is working properly. No parts were returned for evaluation.

Event description:
Alleges charger caught on fire.